Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was confirmed, but the exact cause is unknown. A 1cm segment of 4 fr s/l groshong tubing was returned for investigation. The printed longitudinal black line and a portion of a depth mark were observed on the external surface of the blue stripe. Each end of the catheter had been cut at the complainant facility with a sharp instrument, such as scissors. A jagged tear was observed in the blue stripe 1.5mm from one end of the tubing. The tear exposed the inner lumen of the tubing. There was no report of leaking when pre-flushing the catheter. This type of damage can occur if the catheter is manipulated over the metal cannula of the stylet connector during use; however, the exact cause is unknown. The IFU indicates to avoid mechanical damage to the catheter material. One of the precautions in the IFU states, ¿do not use the catheter if there is any evidence of mechanical damage or leaking.¿

Event description:
It was reported by nurse that there was no abnormality seen when preflushing the catheter. It was found, however, that there was an opening at the tail end away from the metal handle after trimming the catheter and covering the distal end of the catheter on the metal handle of the connector. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas2318 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was no abnormality seen when preflushing the catheter. It was stated that there was an opening at the tail end away from the metal handle after trimming the catheter and covering the distal end of the catheter on the metal handle of the connector. No patient injury was reported.